Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot#: va0m7c2; implanted: (B)(6) 2014; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-aug-2018, UDI#: (B)(4). See manufacturer¿s report #s 3004209178-2022-08010 and 3004209178-2022-08011 for similar issue reported with patient's previous two inss. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the reason for the call was the caller (patient's family member) reported that since the patient was implanted on (B)(6) 2022, the patient just kept having diarrhea (the therapy had not helped their bowel symptoms). Initially the caller had called for guidance on connecting with the handset and communicator because they had read the "book" over and over and the "instructions weren't very clear," however, the manufacturer help line reviewed external device function and the caller was able to successfully connect to see the patient's settings. Upon connecting, the caller reported a 'system is operating at maximum settings' message and the patient was at 2.2 ma on program a. The meaning of this message was reviewed with the caller, as well as programming considerations. The help line assisted them in switching to program 1. The caller commented while adjusting the stimulation that it was "hard to get it (the stimulation) to go up using the 'up' arrow." The help line inquired about what the caller meant about the comment but they did not further clarify and as they were able to continue to adjust, the help line focused on the reason for the call. The patient initially felt the stimulation at 2.1 ma and then at 2.2 ma, however, they were no longer feeling it at 2.6 ma. The patient then stated that the stimulation would 'come and go,' and described the stimulation they were feeling as a "little shock." Tried to clarify with the patient if they meant by "shock," they felt a tingling/fluttering sensation, and the patient stated it was a "little tingling shock," like they had always felt the stimulation. They noted that now they were feeling it in the vaginal area but also they were feeling a little vibration at the patient's "upper crack", which when the patient was gesturing to the caller where that was, the caller stated the patient was indicating the vibrating was being felt at just about the site where the implant was. The patient stated they were used to feeling the stimulation that way as with each implant they had, since they were implanted in 2014, the patient stated they had a lead that "went" (tunneled) across their back and that they had always felt the stimulation as a tingling shock all along that upper level where the lead ran and down into their left groin/vaginal area. This information was documented, but the help line focused on assisting the caller and patient with the reason for their call. The help line had the caller back the stimulation down, however, the patient lost the vaginal sensation and they continued to feel a buzzing at the level of the implant site. The caller then switched to program 2 and received a 'maximum-settings' at 0.4 ma. The caller then switched the patient to program 3 at 1.5 ma, where the patient felt the stimulation in their rectal area (right on the patient's "bottom," in the bike-seat area). The patient confirmed it was a comfortable shocking-tingling sensation, however, it was still "coming and going." The caller likened the stimulation 'coming and going," to the analogy of it being like how a heated blanket cycles off and on again. The patient was going to monitor their symptoms now that a change had been made, however, the help line redirected the caller and patient to discuss the stimulation sensation, the maximum settings on multiple programs, and the therapy not helping since their (B)(6) 2022 implant. The caller stated they would reach out to the healthcare provider (hcp) to further discuss the issues. They were redirected to follow up with their hcp.